Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there was a double beep no cassette during testing. There was no patient injury.

Manufacturer narrative:
Device evaluated, visual inspection performed and found tamper seal removed/broken: tamper sticker missing/rear label intact. Physical condition found dso nub is damaged. The reported issue was duplicated, device is double beeping on startup without disposable installed. Upon inspection, found the nub on the downstream occlusion sensor is dented. Replaced the damaged dso sensor to correct problem. A manufacturing DHR review was not performed because the device is beyond a year from manufacture date of 01sep2020, and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.